Event description:
This newly implanted pt's device migrated from the cochlea, requiring explantation and reimplantation with a new device in 2004. The implant team was unable to establish the problem's cause.